Event description:
Customer reportedly obtained results of "hi", 145mg/dl, 281mg/dl, 163mg/dl, 174mg/dl, 92mg/dl and 105mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.